Event description:
The customer tested his blood glucose using his contour usb meter and received a reading of 95 mg/dl. He retested and received a reading over 500 mg/dl. The customer took 15 units of insulin after testing. Sometime later, he began to feel dizzy. He tested his glucose and received a reading of 25 mg/dl. He was able to drink some sugar water to raise his blood glucose. The customer declined to return the test strips for evaluation. Replacement test strips were sent to the customer. The meter was also replaced at the customer's insistence.

Manufacturer narrative:
The reagent information was not provided in the initial submission: contour test strips product code 7080g. Lot # 1hc3d03. Manufacture date 08/2011. Expiration date 08/31/2013.